Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed one year remaining longevity for a long time. No programming changes made since. As of this time, the device remains in service. No adverse patient effects reported.